Event description:
It was reported that "rn called after noticing the battery indicator light was not illuminated, despite the pump being plugged in overnight. She did not have any transports planned but was concerned about potential battery depletion. The pump was otherwise functioning without issue a the time of the call. Rn confirmed the electrical outlet was active. I explained she could continue using the current pump and send it to biomed for battery testing after therapy was discontinued, or proceed with a console exchange. Rn stated she would be more comfortable exchanging the pump. She obtained a second console, which was plugged in with the battery indicator initially illuminated. However, after starting the pump and plugging it into the same outlet as the original console, the indicator did not immediately illuminate. We discussed possible reasons for this, and after approximately one minute, the indicator turned on. Despite this, rn was not comfortable using the second console and requested a third pump. A third iabp console was initiated without issue, and the battery indicator illuminated as expected". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00495.

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.